Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, far r-wave oversensing on the atrial channel was observed. Inappropriate auto mode switch (ams) behavior due to the oversensing. Programming changes were made. There were no patient consequences.